Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 362 mg/dl; cause was unknown. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, response was received.